Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis indicates that there is a hardware error on the printed wiring board (d510) in the oscillation circuit. The result is an issue in the 50 khz inverter circuit. Furthermore, the system was installed in 2004 and the failure occurred after 15 years of operation. After hardware replacement of the d510 board there were no further issues and the system works as intended. The occurrence rate is below the defined threshold. A systematic error was not detected, and no corrective action is necessary.